Event description:
Customer reported the monitor started smoking during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine backplane. System operates as intended. This MDR is related to ge healthcare complaint number.